Manufacturer narrative:
A ge representative evaluated the system and ordered new batteries. The customer installed the new batteries. System operates as intended.

Event description:
It was reported that the generator won't boot, and the system is displaying pre-charge errors.